Event description:
The device reportedly would not pace during patient use. There was no adverse effect to the patient as a result of the reported event. A detailed narrative of the reported event and the patient's outcome and details were requested from the facility, but were not made available.